Manufacturer narrative:
Dr. (B)(6) decided to take out the entire device and replace with a device from another manufacturer.

Event description:
The "c" module of the device had migrated resulting in pain. The entire device was successfully removed in a surgery on (B)(6) 2012.